Event description:
We keep having multiple stryker neonatal/adult pulse oximeter sensors that are defective. The metal sensors are not showing in the holes. When this happens you can not get a reading or if you do its really low.